Event description:
Information received with return of the explanted device notes that one year post implant, the atrial lead showed a very low impedance and there was no atrial pacing or sensing. The pulse generator was then programmed to vvir. Over the next 12 months, the patient became increasingly symptomatic with retrograde conduction. A decision was made to replace the atrial lead, but the lead tested normal, therefore the pulse generator was replaced.